Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during a trial procedure there was a wet tap, the procedure was abandoned and the physician performed a blood patch. The patient had a headache which has since resolved. No product left in the patient.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.